Event description:
A 10 mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of a left iliac artery lesion. The vessel was non-tortuous, heavily calcified with 95% stenosis. The lesion was not pre-dilated. It was reported that after several attempts to cross the diffusely calcified lesion, the physician attempted to pull the stent back through the 7 french sheath. The stent dislodged but remained on the guide wire and after several attempts to retrieve the stent precutaneously, the physician had to perform a cut down to remove the stent. No clinical sequelae were reported and the pt was released the next day. The delivery system was discarded and will not be returned to medtronic.